Event description:
It was reported that the patient's aveir leadless pacemaker exhibited a rate response issue during periods of sustained exercise. The patient was noted to exhibited drops in heart rate. Programming changes were made. The patient's health status was unknown.